Event description:
It was reported, "skin laceration was found after removing the ECG electrode."

Manufacturer narrative:
The device is not being returned to manufacturer. Conmed is attempting to obtain additional info through the distributor regarding if a course of treatment was prescribed for this injury. When additional info is received and a quality engineering evaluation is completed, a supplemental report will be filed.